Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the lead exhibited failure to extend and failure to retract. Besides, the lead also exhibited capture anomaly. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issues and capture threshold. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported events of helix mechanism issues were confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issues were isolated to the helix being clogged with dried blood/tissue. The reported event of capture threshold was not confirmed. Electrical testing, visual test and x-ray inspection were normal with no anomalies found except for procedural damage.